Manufacturer narrative:
Pump passed the self test, active current measurement and displacement test. However, pump received with a high sleep current measurement. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history have low battery alert on 10/28/2022 20:20:00.000,10/28/2022 20:51:38.000, 10/28/2022 21:09:00. Pump was cut and open found moisture damage on the pcba1, internal battery connector during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked battery tube threads, cracked keypad overlay, keypad overlay texture damage, cracked case corner of belt clip rail, missing display window cover, label damage. In conclusion, no blank display during testing. However, pump received with high sleep current measurement and unexpected off no power, low battery alarms in the pump history due to moisture damage pcba1 and cracked case corner of belt clip rail confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the display of the insulin pump was blank. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed, and the customer reported that no damage to the battery cap or compartment springs. The customer also reported that the pump was not exposed to moisture and was not dropped. Troubleshooting was performed for damage, and the customer reported damage to buttons across and side to the back. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The product return is required for mmt-1715kl.